Event description:
It was reported that there was inadequate sensing and failure to capture on both the atrial and right ventricular (rv) leads. Both leads were found to have dislodged. The atrial lead was explanted and replaced, and the rv lead was repositioned and remains in use. The patient is a part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.